Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b6, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. The cause of the event was due to patient factors/conditions. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a 31mm mitral valve was explanted after an implant duration of three (3) years, 10 months, due to prosthetic mitral valve endocarditis, moderate mitral regurgitation, vegetation and significant mitral regurgitation with heart failure symptoms. Records indicated the patient contracted endocarditis in the setting of having to straight cath himself on a daily basis for a neurogenic bladder. Blood culture was found to be positive for gram-negative coccobacilli. Tee showed moderate mr, thickened and hyperechoic anterior mitral valve leaflet tip, thickened posterior leaflet as well as nodularity noted on the lv side of the anterior leaflet concerning for infective endocarditis. The mitral prosthesis was removed intact with significant lesions on all leaflets. The explanted device was replaced with a 31mm mitral valve. Explant was not due to deficiency of the surgical valve. The patient tolerated the procedure well and was transferred to intensive care unit in stable condition. On post operative day one (1) mitral valve tissue culture from or was noted to be positive for mssa. Patient was discharged home in stable condition on post-operative day eight (8). Records noted the patient was admitted two months prior to explant with fevers, chills, and worsening dyspnea and was found to be bacteremic with blood cultures positive for e. Faecalis.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 31mm mitral valve was explanted after an implant duration of three (3) years, 10 months, due to unknown reasons. The explanted device was replaced with a 31mm mitral valve. Explant was not due to deficiency of the surgical valve. Patient post-operative status noted as in recovery.